Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an (B)(6) female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device and set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation representative went on the customer site and evaluated the device and the reported malfunction was not replicated or confirmed. It was determined the customer did not understand how the pace technology worked and he reviewed the pace operation with the customer. The customer was not connecting the ECG portion of the one step cable to the device. ECG and electrode pads are required for pacing. No trend is associated with reports of this type.